Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
The patient reported receiving a patient line is blocked message on the cycler. Upon follow up with the patient, the patient mentioned that he experienced swelling in the legs. Upon follow up with the patient's nurse, the nurse confirmed that the patient did have swelling in the legs and he also confirmed that the patient was fluid overloaded. The nurse had also noted that the patient's condition was improving.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: there is a temporal relationship between pd therapy and the patient report of leg swelling and fluid overload. There is no documentation to show a causal relationship between reported leg swelling and fluid overload and the liberty select cycler. Additionally, it is unknown if the patient had any adverse event with medical intervention based on this report. Per the pdrn, the patient utilized his 4.25% solution to remove the excess fluid and was improving.

Event description:
A peritoneal dialysis patient reported receiving a patient line is blocked message on the cycler. Upon follow up with the patient, the patient mentioned that he experienced swelling in the legs. Upon follow up with the patient's nurse, the nurse confirmed that the patient did have swelling in the legs and he also confirmed that the patient was fluid overloaded. The nurse had also noted that the patient's condition was improving. There was no additional information provided.